Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis.  The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.  The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, removal difficulties and stent dislodgement occurred. The target lesion was located in the tortuous unspecified coronary vessel. A 1.5x15 apex balloon catheter was used to dilate the lesion, followed by a 2.0x15 non bsc balloon catheter. A 2.25 x 12mm ion stent was placed in the distal segment of the rca. Followed by another 2.25 x 12mm ion stent was placed in the proximal segment of the rca. After the implantation of the two stents, the physician wanted to put the 16 x 2.25mm ion stent distal to the previously deployed stents. However, the device got stuck. Upon pulling back, the stent became dislodged off the balloon. The dislodged stent was found in the branch of the left common femoral artery, and the physician decided to leave it there. The patient¿s status was fine.